Event description:
Unomedical reference number (B)(4). Event occurred in denmark. It was reported that patient faced five infusion set cannula bent events on (B)(6) 2024. The patient resolved it by replacing infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1876219 - MDR 3003442380-2024-05032 - device 5 of 5. (B)(6).